Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05119. On (B)(6) 2015 the patient underwent a permanent implant procedure. After the leads were placed the patient experienced a burning pain in his right thigh periodically throughout the procedure. In turn, the doctor decided to abandon the procedure. The burning pain went away after the patient was placed in a supine position. Allegedly, the doctor doesn't believe the patient's issue was device related. The patient's date of birth is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.